Event description:
It was reported that the procedure was to treat restenosis of an unidentified previously deployed stent implant in the ramus artery. The 2.5x28mm mini vision stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the previously deployed stent implant. During withdrawal of the sds, resistance was met with the previously deployed stent implant, and the stent implant dislodged from the sds balloon. The dislodged stent implant was successfully retrieved using a snare device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A new mini vision sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.